Event description:
Tpa 50 mg in 250 ml was started on this pt at 6 mls per hour at 1600. The b braun infusomatic space pump was assumed loaded correctly with the dedicated IV set. The IV solution should lasted greater than 24 hrs as you can calculate. At 2400 approximately 7-8 hours later, the bag was empty due to a free flow. This free flow caused by the pumps inability to warn or clamp the tubing while engaged is unacceptable. Pt is doing well. We have had the pumps in use for about 14 days. Hospital immediately (B)(6) 2012, upon discovery of a poorly designed shut off system and set, discontinued using the #240 new space pumps and began using the old pumps still in possession.